Event description:
The iab leaked upon insertion. The iab was removed and a second iab was inserted into the pt. Event complications: none from the event - reported 9/30/98. Pt's current status: unk - reported 9/30/98.